Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. It was reported that before use by the customer, the cardiosave intra-aortic balloon pump (iabp) had a ¿ iabp may require maintenance¿ code. There was no patient involvement. A getinge field service engineer (fse) replaced exec processor board (d670-00-0770) and video generate board (d670-00-1182). Device passed all functional check and safety tests according to factory specifications. Device was safe and returned to customer for clinical use. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj . The failure analysis and testing dept. Received part t executive board spv and part f video generator spv with a reported unit failure of an error message: iabp may require maintenance. The fat dept. Performed a visual inspection of all parts received and found that all the parts are in good condition. The fat dept. Installed t executive board spv and f video generator spv in the cardiosave test fixture and tested jointly and separately in accordance with factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department found that the test fixture unit displays error code of power-up test fails code # 8. Which is related to boards incompatible revisions. The failure analysis and testing department couldn¿t replicate to failure experienced by the customer. However, the fat dept. Was able to verify that the boards have incompatible software versions. Sending the board to the respective supplier for further failure analysis as per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier. Please see attachment. They stated the parts passed with no issues. Probable root cause for this complaint is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11 corrected fields: d4-unique identifier (UDI).

Event description:
It was reported that before use by the customer, the cardiosave intra-aortic balloon pump (iabp) had a ¿ iabp may require maintenance¿ code. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. Corrected fields: d5. A getinge field service engineer (fse) replaced exec processor board and video generate board. Device passed all functional check and safety tests according to factory specifications. Device was safe and returned to customer for clinical use.

Event description:
N/a.